Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that they think the device was turning on and off due to the orientation on the adaptive stimulation being oriented wrong. The hcp explained that the shocking was the device turning on and off and the issue was resolved. The hcp had turned off the adaptive stimulation and the issue seemed to be resolved. The hcp told the patient they could turn the adaptive stimulation back on and reorient it at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's stimulation was turning off, shocking them, and when they communicated with the device it would show stimulation off. The patient stated that they would use the programmer and the programmer would show stimulation was turned off. The patient stated that after it turned off they would confirm it was off and would use the programmer to turn the device back on and would have to add adaptive stimulation on and reset the programming. The patient stated that they had a fall on (B)(6) 2018. The patient stated that the healthcare provider (hcp) told the patient to call the manufacturer to contact the manufacturer's representative (rep). The patient stated that prior to the ins turning off, they would get a "minor shock" at the ins implant site and the stimulation would turn itself off. The patient stated that the issue occurred in the "early summer." No further complications were reported or anticipated.